Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified motor rate error.

Event description:
It was reported that a smiths medical pump had a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, motor rate error was found during occlusion test. Worm coupling does not operate as intended. Replaced worm coupling also replaced lead screw and clutch halves for preventive measure. The cause of the reported problem could not be determined. No causes or potential causes to the customer's reported problem were found during the DHR review.

Manufacturer narrative:
Information was received on 29-dec-2021 indicating that there was no patient involvement in the event and included event date.